Event description:
A malfunction alarm was reported, identified by a specific malfunction code, but did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support provided the customer with information to reset the pump, and assistance was given in completing the reset. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support if the issue reappears.